Manufacturer narrative:
Other applicable components are: product ID 978b128: serial# (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that it was reported that the reason for call was to ask compatibility question as will be seeing a chiropractor and massage therapist.  Patient   report that symptom relief that patient has experienced since implant isn't as good as it was during the initial trial, patient voiced concern about lead, said stimulation sensation isn't in the exact location as it was during the initial trial. Patient said that she had the two week trial and said that surgeon was forced to remove the lead as the insurance decided that they were not going to approve the procedure as patient has to have the basic evaluation first. Patient said that the initial two week trial the lead was placed on the right side and for the basic evaluation the temporary trial lead was placed on the left side. Patient said that received whole new system on the right side after patient underwent the second trial which was the basic evaluation. Reviewed therapy expectations. Patient said that symptom control isn't as good however when asked, patient did confirm when compared to baseline symptoms (before any trial) patient has and is experiencing 85-90% symptom improvement and said isn't getting up at night anymore. Reviewed general information regarding stimulation sensation and patient confirmed does feel stimulation in perineum. The patient was redirected to their healthcare provider to further address the issue if still has concerns and would like to discuss lead placement  no further complications were reported/anticipated at this time.